Event description:
It was reported that bd unknown intima catheter was defective the following information was provided by the initial reporter, translated from chinese to english: the patient was performing an indwelling needle puncture and found it difficult to retain, and when it was pulled out, the tip of the indwelling needle was found to have a barbed tip, which was replaced with a new indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information provided.